Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was unable to reproduce the hissing sound or helium leak. As a precautionary measure the fse replaced the helium fill manifold assay. The unit passed all performance, functional and leak tests to meet factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that during patient transport the cardiosave intra-aortic balloon pump (iabp) displayed hissing sound when cables and balloon were disconnected. No patient injury or adverse event was reported.